Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): on an unreported date, the doctor had advised the patient to take protein diet. The patient recovered from the peritonitis.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The same day the patient was treated with intraperitoneal (ip) vancomycin 1 gram in one bag every 5th day, (ip) reflin 1 gram, in one bag (frequency not reported) and (ip) heparin 1000 international units (iu) in each bag (frequency and duration not reported). On an unreported date the antibiotics were stopped. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, one week before, the patient's transfer set was changed. No additional information was provided regarding the reason for the transfer set change. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.